Event description:
Pt was in for a laparoscopic choleycystectomy, mastectomy and tram flap. During the tram [transverse rectus abdominal muscle] flap, the physician noted a burn on the pt's right breast. Lighted retractor and light source removed from the surgical procedure and sent to biomed.